Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the mid and prox rca. Approximately 6 months post index procedure the patient suffered from stemi. Following catherisation it was confirmed that the rca was occluded and an mi had occurred in the rca. The rca was treated with stenting. The patient recovered.

Manufacturer narrative:
The investigator reported that the event was probable related to study device and antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated that there was a q-wave mi (target vessel) mdt extended historical spontaneous. The cec also adjudicated that there was a tlr percutaneous intervention- clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension, cad and tia. Catheterization was performed. The rca was treated with three des on along with coronary thrombectomy of the rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: during the index procedure two resolute onyx des were implanted in the mid and prox rca and one in the lad. If information is provided in the future, a supplemental report will be issued.